Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction/removal report number: 2531779-03/24/2010-003-r.

Event description:
The patient reported that the pump was unable to complete the load step as the load step was pushing out the cartridge and emitting a no cartridge detected warning.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2012 with the following findings: a review of the black box shows no evidence of "no cartridge detected" alarms. A rewind, load, and prime sequence was performed with no issues or alarms duplicated. There was no defect found on investigation. The complaint could not be confirmed or duplicated.